Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stating that they have had the communicator replaced because it is not working or charging. While on the call, the patient was able to connect the handset to the communicator. The patient was able to connect to the pump twice while on the call. Per the handset, the communicator was showing 90 percent charge. The patient will call back if they need further assistance.

Manufacturer narrative:
D9. Concomitant product (ID: tm90t0) was received on 2026-feb-24 and available for analysis. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial#: (B)(6), product type: accessory h3. Analysis summary: analysis identified that the micro usb charge port was loose on visual observation. The device passed battery charging bench test, but electrical failure was noted and the device was taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Product ID: tm90t0. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for spinal use. It was reported that the device has been haywire for the last 2 weeks. The patient said that sometimes the communicator charges and sometimes it did not and they have tried different cords and plugs and no dice. The patient stated that if they get the communicator fully charged then a message battery low would appear even after it was charged. The patient also mentioned that they have been getting error code 156 on the handset. The agent reviewed that the patient should close out of the ¿myptm¿ application in between uses. The agent sent a request to repair to replace the communicator. The patient stated that they had to clear the data out every day.